Event description:
A pt reported experiencing inaccurate high results wtih a ot profile meter. The pt's blood glucose results were 52mg/dl, 188mg/dl. Tests were done <10 mins apart with a difference of 100%. Pt did not experience any adverse events. No further info has been reported.